Event description:
In 2009, the patient reported experiencing erratic blood glucose readings for 2 days. She stated that she was hospitalized two days later, due to pneumonia and she was given a steroid that caused her blood glucose to elevate to over 500 mg/dl. She adjusted her basal rates to compensate for elevated blood glucose. She stated that she has stopped taking the medication and her blood glucose lowered to 72 mg/dl. She was assisted with adjusting her basal rates. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.